Event description:
Dr attempted to place essure device into right tube. Device did not trigger - lot# 621809. She then attempted to place item #622306 (#1). Noted lip of device #622306 (#2) was successfully placed into left fallopian tube. Dr then attempted to place #621800 (#1) into right fallopian tube. The item again did not trigger correctly and removed from pt. Item #621800 (#2) returned unopened. Dr at that time made decision to perform cap tubal to right tube.